Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable elecsys tsh assay result for one patient sample from a cobas 8000 e602 analyzer. The serial number of the analyzer was requested, but was not provided. The result from the cobas e602 analyzer was 49.45 uiu/ml. The result from an architect analyzer was 34.70 uiu/ml. The erroneous result was reported outside the laboratory. An investigation request was made by a physician. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation. The tsh result was 47.30 uiu/ml which was comparable to customer's result. As insufficient sample material was available for further investigation, a specific root cause could not be determined. Based on the available data a general reagent issue could most likely be excluded. As the results by both the abbott and roche assay showed the same general clinical picture, the difference in the actual numeric results was most likely due to the different set up of the assays and antibodies used. The difference in the tsh results for the patient from one time point to another was most likely due to the patient's diagnosis of basedow disease, the thyradine s tablets taken, and the timing of the blood drawn relative to the intake of the thyradine s.